Event description:
Customer is having correlation issues (false negative result) for ckmb when testing triage profiler sob 25 test kit on triage meter vs. Lab corp. Customer doing correlation study for sob and received discrepant results. Some results for ckmb are negative using triage meter and are positive using lab corp. Cut off for ckmb for triage is 4.3 and cut off for lab corp is 2.9. No clinical information provided for patient and correlation was run using multiple lots.

Manufacturer narrative:
Investigation pending.